Event description:
The patient called allegint that the meter does not power on. The patient felt shaky and dizzy at the time of testing. The patient went into the physician's office for a routine check and was not treated by the medical professional. There is no information on what the reading was on the physician's meter. The patient was using the correct vial of test strips. The meter powered on when pressing down on the power button; however, the meter did not power on when the test strip is inserted all the way into the test strip port. Customer service sent the patient a replacement meter. Based on the information provided, there is no evidence of a serious injury. This case is being reported as a malfunction.